Event description:
The dr complained of fluctuating power with the phacotron gold handpiece. The handpiece would experience little power or a surge of power. The pt was subsequently treated for elevated ocular pressure. A pars plana vitrectomy was performed.